Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2002, 419388 lead implanted: (B)(6) 2002, kdr706 ipg implanted: (B)(6) 1999, 694765 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), which was programmed to a non-pacing mode and left in the heart transplant patient eight years prior, had exhibited a charge circuit timeout after reaching end of service. The device remains in the patient. No patient complications have been reported as a result of this event.